Event description:
It was reported that during a lead implant attempt the right atrial (ra) lead and right ventricular (rv) leads dislodged and would not grab onto the endocardium. A new ra and rv lead were implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.